Event description:
The customer reported having high blood glucose and her insertion device was broken. The blood glucose reading at time of call was 67mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The caller mentioned that the insulin pump was delivering too much insulin and she was experiencing a lot of low's, she stated that the device acts like the basal was not functioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.